Manufacturer narrative:
The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
D3 (manufacturer fax) and g1 (manufacturer contact fax number) has been added as it was omitted from the initial mw. D6a (implantation) and d6b (explantation) has been added. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was scheduled for impella 5.5 insertion. During preparation, an attempt was made to power on the automated impella controller (aic). Upon startup, the device emitted two beeps instead of the expected single beep, and a warning message appeared stating, ¿self-check failed. Replace control device immediately.¿ a forced shutdown was performed, and a second attempt to power on the device resulted in the same error and warning message. The malfunctioning aic was removed from service and replaced with a backup unit. The replacement device was successfully powered on, primed, and used for the procedure. As the issue occurred during the preparation stage, there was no significant delay in the insertion of the impella 5.5. The patient experienced no adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.